Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer¿s blood glucose level was unknown. Customer stated that they have tried all remedies and do not want to troubleshoot. Customer was advised to retrieve and save pump settings. Customer was also advised to place pump in storage mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.